Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Customer changed the pump supplies to address the issue. Multiple follow attempts were made by tandem clinical support, however, no response was received by the customer. Customer's blood glucose level was above 350 mg/dl.